Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen is freezing. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) unable to duplicate failure. Copied and attached error logs, error 63 found. Replaced video generator pcb. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received rev. D, with a reported unit failure of the screen freezing. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Could not confirm the reported failure. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.